Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed from the connection of an unknown catheter and hp micro bore catheter extension set with one-link needle free IV connect. The reported condition occurred during the infusion of an unknown solution. There was no report of patient/user injury or medical intervention in association with this event.